Event description:
During an in clinic follow up, it was reported the device was in back up mode. The patient noted experiencing multiple shocks. Technical support was contacted and noted the device was in back up mode due to event queue overflow and the shocks were a result of the changes to the high voltage therapy. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.